Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the nurse stated that on an unreported date, the patient experienced gastroenteritis that resulted in hospitalization on an unreported date in (B)(6) 2011. On an unreported date, during hospitalization, the patient experienced peritonitis. The cause of the gastroenteritis and peritonitis was unknown. Treatment was not reported. The nurse stated that the patient was hospitalized for three days. On an unreported date in (B)(6) 2011, the patient was recovering from the gastroenteritis and was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. On an unreported date in (B)(6) 2011, dianeal pd4 ambuflex therapy was stopped, the patient's catheter was withdrawn and that patient was placed on hemodialysis. The nurse stated that the gastroenteritis and peritonitis were unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11g30033, h11e29021 and h11e02069. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.